Event description:
The instrument broke causing a 20 minute delay.

Manufacturer narrative:
Examination of the returned instrument confirms the observation. Through previous investigations and product trending it is determined that the failure is likely related to design. Design improvements were established post MFR of the returned item. There have been no reports at this time for this issue against lots manufactured after these improvements. Further corrective action is not indicated. Monitor through trend analysis.